Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. The surgeon indicated the nonunion may be a result of a screw on the dorsal plate implanted in the joint during initial implantation. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, additional information indicates that during initial implantation, placement of a dorsal plate screw into the joint may have contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00006.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to nonunion. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.